Event description:
Drive devilbiss healthcare was notified of a complaint regarding a bath bench by an end user's wife, who stated that "the legs bent out," and reported that her husband fell onto his back. The end user's wife called 911 and emts came to lift him from the bathroom floor, but he did not seek any further medical treatment. The end user has been taking tylenol for pain since the incident. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.

Manufacturer narrative:
The defective device was returned to drive devilbiss and it was confirmed that the legs were bent on the frame. The device was then sent to the supplier manufacturer for further investigation. The supplier tested the defective unit with a replacement leg (to replace the bent leg) and it passed testing and was found to be compliant. The supplier then performed a failure/destructive test where they shook the unit during testing to mimic user misuse. The unit failed with the shaking. Therefore, the supplier determined the unit failed likely due to misuse.